Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone retrieval procedure performed in 2009 (patient age unknown). According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was unable to crush the calculus and the basket tip did not disengage. An alliance ii inflation system was also used. However, this maneuver was not successful. As a result, wire cutters were used to cut the handle off of the device. The sheath and the endoscope were then removed from the patient. The basket was left behind with the calculus in situ. A surgical procedure was performed to remove the calculus and basket from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgical intervention was satisfactory.

Manufacturer narrative:
(Tip did not detach). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.